Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Stenosis is a known adverse event; there is no indication of a product quality issue. The device remained implanted approximately 15 years and the patient outgrew the device.

Manufacturer narrative:
Attempts to verify the serial number of this device have been unsuccessful. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that fifteen years post implant of this bioprosthetic pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve was implanted within the device due to stenosis and patient outgrowth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.